Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the thermal cutoff fuse found open, consequently the battery was unable to charge or power up the controller. Once the component was replaced with a known good component, the battery worked as intended. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attribute to an open fuse found during testing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that (B)(4) reflected that it was fully charged on the battery's light indicator, however it appeared completely free of charge when connected to the controller. The device was exchanged with no reported patient consequences. No further information was provided.